Manufacturer narrative:
The insulin pump had no act button response due to a flattened keypad dome switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. The functional testing could not be performed due to this anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call they are receiving incorrect blood glucose readings. Patients' blood glucose at the time of the incident was 419 mg/dl. Customer was unable to attempt bolus as a result of the incorrect readings. Troubleshooting for high blood glucose was performed. Customer was hospitalized for a non-insulin pump related event.